Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported high blood glucose. Customer's blood glucose was 588 mg/dl. Customer stated he treated and his insulin pump not with him. Customer mentioned received wrong size of belt clip. No further information provided.